Event description:
The hospital reported that during preparation for a coronary artery bypass procedure the hs iii proximal seal would not deploy; device was stuck in the loader. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The customer got a new hs iii to use on the patient and discarded the damaged one, so there were no negative patient effects.

Manufacturer narrative:
A lot history record review was completed for lots 25111990, 25113313, 25113905 and 25114236 the last 4 lots shipped to the account prior to the event date. There was no non-conformance recorded in the lot history.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).